Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the infusion set's tubing came apart at the tubing connector while the patient was sleeping. The site location was patient's stomach and the pump was in her bra. The issue occurred with eight infusion sets used for two days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 8. H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.